Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350 cc saline prosthesis, catalog #3501655, serial (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation revision with a mentor smooth round moderate profile 350 cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result replacement with an unknown mentor saline prosthesis was performed on "(B)(6)" 2018.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered two rents. Rent a measuring approximately 0.3 cm within a crease on the posterior aspect and rent b measuring approximately 2.5 cm running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent b revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record ( DHR) of lot number 5966340 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on 9/14/2018. The explant date was updated. The replacement prosthesis was a mentor smooth round moderate profile 350cc saline prosthesis that was filled to 400ccs. No procedural complications were noted. The mentor failure analysis lab received the device for evaluation on 9/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).